Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2025 revealed the patient's blood glucose (bg) level and treatment details. The patient had a seizure and was treated with a glucagon injection by his wife. A fingerstick showed a bg reading of 1.5 mmol/l. Emergency services were contacted, and the patient was hospitalized and treated with insulin. No further details about the hospital stay or additional information are available.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2024 that an inaccuracy occurred between the continuous glucose monitor (cgm) and the blood glucose (bg) meter on (B)(6) 2024. Hospitalization was mentioned in the initial report, however, there was no information about the hospital event or if it was dexcom related. In this report, there was a bg value of 1.5 mmol/l reported but no information when this value was taken. On (B)(6) 2025, additional information was provided for this specific event. On (B)(6) 2024, after the 2-hour warm-up phase, the cgm reading was high, prompting the pump to offer an insulin bolus based on this reading, which the patient accepted. The patient then went to bed and within 30 minutes to 1 hour, began experiencing a hypoglycemic event. The cgm readings were significantly low (specific readings not reported). Although the low alert sounded, the patient was already symptomatic and unable to act. The patient experienced a seizure, and their partner contacted emergency services. The patient was admitted to the hospital. No further specific information was reported regarding the event, including the treatment given or the duration of the hospital stay. However, as of the report in 2025, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.